Event description:
It was reported that the ilet touchscreen became cracked and then unresponsive while the user was on the phone, rendering the device unusable and preventing entry of the dexcom g7 pairing code. Symptoms included no injuries and no alarms impacting blood glucose management were reported. Outcomes included interruption in pump usability and the need for replacement, with the user continuing cgm use via dexcom. Investigation included technical troubleshooting and education, verification of device shutdown guidance, and coordination for return and replacement. Investigation of this case revealed a damaged and nonresponsive display that impeded touch input. It was concluded that the device experienced a hardware failure of the touchscreen that necessitated replacement, with data not transferable to the replacement and the user advised on continued cgm use and the startup process. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.